Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced hyperglycemia after a higher-carbohydrate meal, with fingerstick readings up to 500 mg/dl while the ilet displayed 397 mg/dl, and no device alerts for sustained readings above 300 mg/dl. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no assistance beyond routine caregiver support, with glucose later stabilizing. Investigation included telephone follow-up and review of available device data. Investigation of this case revealed no device alarms and no evidence of device malfunction, and the event was consistent with hyperglycemia of unclear cause in the context of a large meal and early use of the system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.